Manufacturer narrative:
The patient is a woodsman, he works in the forest (hard work with trees). On 21 october 2016 the medical affairs performed a clinical evaluation and commented as follows: tibial component subsidence in tka @ a very heavy-working male patient after two years since primary. The reasons for subsidence are not possible to be determined with the available information, except suspecting excess loading. The fixation of the femoral component looks rather delicate too, particularly anterior and posterior aspects. A possibility that the patient is undergoing bone adjustments, possible due to ageing, could perhaps be considered. There is no reason to suspect that the cause for this loosening is a faulty implant. On (B)(6) 2016 the (B)(6) department performed a review of the patient-match planning and commented as follows: our analysis of the (B)(6) process of this case found no deviations from the standard procedures. No errors have been made in the process. Batch review performed on 28 october 2016. Lot 146808: (B)(4) items manufactured and released on 20 november 2014. Expiration date: 2019-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Device not available.

Event description:
Tibia revision due to subsidence.